Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pipeline was implanted in the patient and the pushwire was discarded. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Treatment of large unruptured aneurysm measuring approximately 20mm x 5mm located in the cavernous segment of the right ica (internal carotid artery). During the procedure, it was reported the pipeline was implanted in the desired located. As the physician attempted to pull the capture coil through the pipeline to recapture the capture coil inside the marksman, the capture coil got stuck on the distal edge of the pipeline and caused it to fold. A hyperform balloon was used in an attempt to open the distal edge of the pipeline; however, the pipeline was not fully corrected and remains inside the patient. The patient remains on dual antiplatelet therapy and was reported to be in great condition. No patient injury was reported as a result of the procedure.